Event description:
A patient (age and gender unknown) underwent a colonscopy procedure for treatment. As in a prior attempt the clinician stated that the resolution clip device did not complete the deployment sequence. The clinician stated that the anatomy was not tortuous. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effects as a result of this issue. In fact, during a one week follow up visit, the patient stated he or she was doing fine. Please ote associated medwatch reports 6000048-2006-00307 & 6000048-2006-00308.

Manufacturer narrative:
We are unable to determine the relationship between this device and the cause for this event at this time.